Manufacturer narrative:
Product: network 9735783 switch 5 port s8 svc, lot number: 1037a04563 product: net 9735994 sec app-wired-confd s8 svc, lot number: 2026o10120 product: computer 9735764 nav with pcoip s8 svc, lot number: 2049f00044 product: poe 9735798 injector s8 svc, lot number: 06658drc13 h3, h6: the network switch was returned to medtronic for analysis. Testing was conducted and physical damage to the ports on the switch was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the network switch analysis. The networking configuration was returned to medtronic for analysis. Testing was conducted and network configuration failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the networking configuration analysis. The computer was returned to medtronic for analysis. Testing was conducted and failure of the computer graphics card was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the computer analysis. The poe (power over ethernet) injector was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the poe injector analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: pli10 - a manufacturer rep went to the site to test the system. The system passed the system checkout after parts were replaced. Pli30 - product analysis was performed. Unit was tested on a bench tester and connected to a camera, tracked and had no faults or errors in the ndi fault log. Pli40 - product analysis was performed. Only one of the cables in the kit had been used along with the bulkhead connector. Both the cable and the connector were found to be in good condition with no apparent physical damage. Both passed a continuity test with no opens or shorts detected. No problem found. Pli50 - product analysis was performed. The returned psu powered up on the test bench without issue. A check of the event log did not show any adverse events. The psu also passed an accuracy test (aak) at .04 mm with a passing threshold of .25 mm. No problem found. Pli90 - product analysis was performed. The returned cable has no physical damage and was found to be fully functional when connected to a known good system. No problem found. Pli110 - product analysis was performed. All three returned cables are in good condition and passed a continuity test with no opens or shorts detected. No problem found. Pli130 - product analysis was performed. All three returned cables and the bulkhead connector were found to be fully functional with no apparent physical damage. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. It was discussed that if the scu replacement doesn't resolve the issue the rep can try replacing the ethernet cable from the switch to the camera to see if that has an effect. Replacement of the scu and the camera cable did not resolve the issue. It was reported that with the replaced camera they are still seeing a localizer not connected message. The self test is showing unknown firmware. The checkpoint directly into the computer was bypassed and the error cleared. The o-ring and checkpoint will be replaced. The o-ring and checkpoint were replaced and the issue continued. The issue didn't clear with troubleshooting. After all parts replacement, the psu in the self test was the only thing that was red. The rep was able to connect the poe to the computer (where the bulkhead would normally connect) and the psu would turn green. The rep tried using an s8 ent ssd and configuring it as an s8 premium with no changes. When trying a different cable from the poe to the o-ring, they briefly had a green psu in the self test, but after a reboot and replacing the original ssd, it was red again. They put in the s8 ent ssd that we were troubleshooting with, and it was still a red psu in the self test. Three different cables were tried to connect the poe to the o-ring with all the same behavior-- red psu in the self test and the o-ring ports would illuminate when connected directly to the poe. When checking the pcoip zero client with the o-ring, all ports would illuminate when connected. Throughout this process, the poe light was consistently green. The rep tried bypassing the cabling in the camera mast to connect the poe directly to the camera and despite trying sever al cables, the poe would consistently be red (unexpected behavior). When replacing the cable chain, it would then turn green. A replacement poe will be shipped -- it is only connecting directly to the computer and not to the o-ring, additionally, it only communicates to the camera with the cables in the mast when it should communicate with any ethernet cable. Extra ethernet cables will also be shipped to connect the poe to the o-ring.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735820. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing an imaging system calibration the rep completed the first side but when they attempted to check the calibration the camera became disconnected. They checked the ndi toolbox and the scu and psu were both not present. They were able to load the scu but not the psu. They rebooted the system with no change. It was noted that the probable cause was scu failure or an internal cable disconnected. There was no patient.